Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging cough, phlegm, respiratory problem, sleep apnea, short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of issuel related to a CPAP device's sound abatement foam. The patient alleged cough, phlegm, respiratory problem, sleep apnea, short of breath. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings tech observed an unknown contaminant on the top enclosure and front panel. An unknown dust contaminant was observed on the front panel, rear panel, and bottom enclosure. Hair-like particles and an unknown contaminant were observed on the bottom enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. A hair-like particle was observed on the blower box and on the blower seal. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated